Event description:
Additional information received that the cause of the event was not determined.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that two pipelines failed to open in the middle section and a the patient was undergoing surgery for treatment of a saccular, unruptured left internal carotid artery c5 segment aneurysm with a max diameter of 3.1 mm and a 2.8 mm neck diameter. The landing zone was 4.2 mm distally and 5.0 mm proximally. It was noted the patient's vessel tortuosity was moderate. The access vessel was the right femoral artery with a 7 mm diameter. Dual antiplatelet treatment was administered and pru level was 1. Postoperative angiography showed contrast agent retention in the aneurysm. It was reported that the preoperative plan was to perform a blood flow diversion dense mesh stent implantation. After general anesthesia, the patient underwent preoperative preparation. A multifunctional catheter, guided by a loach guidewire, was inserted through the long sheath to the c1 distal end of the left internal carotid artery. The multifunctional catheter and loach guidewire were withdrawn, and an intracranial support catheter was placed at the c4 distal end under the guidance of a nerve guidewire and a flexible catheter. A shapeable catheter was placed in the m1 segment of the left middle cerebral artery, and a pipeline was deployed through the stentcatheter. After the stent tip was released and deployed first, the whole system was withdrawn, and the stent tip was positioned at the c7 segment of the left internal carotid artery. Then it was continuously deployed. When it was deployed at the middle s egment, the stent could not be opened, forming a flat angle effect. After repeated tension increase and reduction, the dense mesh stent still could not be opened. After the surgeon retrieved the stent as a whole from the body, he repositioned and deployed it. The same phenomenon occurred when the stent was halfway deployed. The stent could not be opened after continued deploy until the stent deployment point. Because the operation took too long, the surgeon was worried about thrombosis, so he retrieved the stent, replaced it, and deployed it. Repeated the operation, and after the shapeable catheter was in place, the pipeline was deployed through the stent catheter. After the stent tip was deployed, the stent was withdrawn and fixed to the middle section of the stent. However, the stent failed to open again. The surgeon repeated the operation but still failed to open. The surgeon followed up with the stent catheter, retrieved the stent, and deployed it again. During the second deployment, the stent tip failed to open. After adjustments, the tip opened well, and the surgeon continued to deploy the stent. When the stent reached the middle, it still failed to open. Repeated attempts to adjust and deploy the stent were unsuccessful. Angiography revealed that the forward blood flow slowed down, and the surgeon recommended replacing the stent catheter and blood flow diversion mesh stent and deploying it again. After the catheter was replaced and in place, a new pipeline was deployed. The tip was opened and the rivet was withdrawn for deployment. The procedure was smooth, the blood retention in the aneurysm was obvious, and the procedure was successfully completed. Postoperative CT scans showed no bleeding, and the patient showed no neurological deficits after waking from general anesthesia. The pipeline was not positioned in a bend, more than 50% was deployed before it failed to open, it was resheathed more than 2 times. No additional steps were required to openit, the pipeline was resheathed and removed with the microcatheter. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed per the IFU. No patient symptoms or complications were associated with this event. Ancillary devices include a navien guide catheter, and a phenom 27 microcatheter as well as a marksman160 microcatheter and an intracranial support catheter (rfx072-115-08mp, lot number: b774369).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis as found condition: the pipeline flex shield device was returned for analysis inside a sealed biohazard bag and a shipping box. Damaged location details: the pipeline flex shield tip coil was in good condition. The distal and proximal dps restraints and dps sleeves were intact, with no signs of damage noted. No defects were found on the re-sheathing marker and re-sheathing pad. The distal hypotube and ptfe shrink tubing were intact, with no signs of elongation or damage. The braid was already detached from the pusher wire when it was returned; therefore, the distal and proximal ends could not be identified. Both ends of the braid were frayed and open, while the middle was open and damaged. No kinks or bends were found on the pusher wire. No other anomalies were found. Testing/analysis: n/a conclusion: based on the reported information and device analysis, the customer¿s ¿failure/incomplete to open at middle¿ report could not be confirmed, as the middle part of the returned pipeline flex shield braid was found open but damaged. However, the cause of the failure to open could not be determined. Possible causes include vessel tortuosity, damaged braid, and the user deploying the braid in the vessel bend. In this event, the user stated that the vessel tortuosity was moderate and that the pipeline was not positioned in a bend, ruling out vessel tortuosity and the user's deployment of the braid in the vessel bend as potential causes. Therefore, a damaged braid could have contributed to the failure to open complaint. The braid can be damaged due to over-manipulation, re-sheathing more than two times, deployment technique, advancing or retracting the delivery wire against resistance, or deploying/re-sheathing the braid against resistance. However, the cause of the resistance could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. There was no issue with the phenom catheter, and no resistance was encountered with the phenom catheter.

Manufacturer narrative:
Update b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.